Event description:
It was reported that the patient received a shock that did rescue from an arrhythmia despite low lead impedance. A second shock failed to deliver due to possible output circuit damage. Patient converted out of the arrhythmia. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory. Analysis found that the output circuitry on the device was damaged. Arc marks were observed on the ICD can surface. The cause of damaged output circuitry and low impedance path is believed to be the lead arcing to the can. The device was tested on the bench and using automated test equipment. All low voltage device functions were normal.